Event description:
MFR has been notified of an event of leakage through the cuff after one day in use. The product was tested before use. No adverse outcome reported. Event occurred at hospital in foreign country.